Manufacturer narrative:
During the processing of this complaint, attempts were made to obtain complete event, patient, and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: difficult to remove. Time of malfunction: during vessel closure. Symptoms/ae: none. It was reported that a physician, trained in the use of the starclose device, performed an arteriotomy closure after an interventional procedure. After the clip was deployed, it was noted that the device was difficult to remove. The physician disassembled the device to remove it from the patient. Hemostasis was achieved by the closure clip. There was no reported adverse patient effects. No additional information is available.